Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's ((B)(6)) stimulation was unintendedly turned off by itself on multiple occasions. Further a sjm representative tried troubleshooting to no avail as the scs system turned off in 5 minutes after the representative turned it on. The sjm representative reported the device's magnetic mode was off. Consequently, surgical intervention was taken where the ipg was explanted and replaced. Implant date on following concomitant medical devices is unknown, model 3186(2), scs lead.